Event description:
A nurse manager form an endoscopy service group reported that a "scope blacked out during a case". When hosp personnel were unable to retrieve the image, a second scope was connected to the video system and the procedure was completed without complications.